Manufacturer narrative:
Upon reassessment of the reported event and additional information provided, the liner was determined to be not reportable. It was further reported that the patient will need to undergo a future revision due to cup protrusio. The initial report was forwarded in error. Sections updated: b4, b5, g3, g6, h2, h11.

Event description:
Upon reassessment of the reported event and additional information provided, the liner was determined to be not reportable. It was further reported that the patient will need to undergo a future revision due to cup protrusio. The initial report was forwarded in error.

Manufacturer narrative:
(B)(4). D10: 01.06010.201 avenir std stem cemented 1 lot: unknown. 00-8775-036-02 item name: biolox delta head 12/14 36x0 lot: unknown, unknown cup. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient will undergo a revision in the future due to pelvic discontinuity, in setting of a previous metal on metal resurfacing and pji with subsequent bone loss and placement of articulating spacer. There is no additional information available at the time of this report.